Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.

Manufacturer narrative:
Upon review of the available information, it was determined that the event reported in MFR 1713747-2022-00295 was previously reported under MFR 1713747-2022-00283. The initial submission will be retracted and the reportable event will be submitted under MFR 1713747-2022-00283. There will be no further updates on 1713747-2022-00295.

Event description:
A hemodialysis (hd) clinic area technical operations manager reported to fresenius customer service that a dialyzer was leaking around the screw port. Additional information provided by the atom stated the blood leak occurred approximately five minutes into a patient's hemodialysis treatment. The estimated blood loss was approximately 300 ml. Additional information was requested but was not received to date.